Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056230. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056230 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, it found the smartsite occurred fluid blockage."

Manufacturer narrative:
2000e china 510k: the model#/catalog# identified in is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in is for the domestic similar product: k960280. .a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, it found the smartsite occurred fluid blockage."